Event description:
It was reported that the right ventricular lead was undersensing and had diminishing r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead was returned in segments and analyzed. Analysis revealed that the defibrillator conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was a bilumen tubing void (non-electrical), and the helix/lobe was distorted/bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was a bilumen tubing void (non-electrical), and the helix/lobe was distorted/bent; partial lead in segments returned and analyzed.